Event description:
It was reported that during inspection of the compressor, it was found that the stand-by valve of the compressor was faulty. There was no patient involvement. Manufacturer ref.#: (B)(4).

Manufacturer narrative:
There were no goods returned for investigation, nor did the customer request the part to be changed by the manufacturer. Received device logs underpins the reported issue with the standby valve. Alarms for low air supply pressure and/or high oxygen concentration can be confirmed indicating insufficient air supply. (It is nevertheless possible that the compressor was found to go in and out of standby on the reported date of event without fulfilling the alarm limit conditions to generate alarms). A failure in the compressed air supply could lead to an insufficient air pressure being delivered to the ventilator. This will cause our ventilator to deliver 100% oxygen to the patient in order to maintain pressure/volume delivery, a low priority alarm ¿o2 concentration high¿ will then be triggered. If no oxygen is connected to the ventilator, the event could in worst case lead to stop of ventilation, alarms will be generated to alert the operator. The conclusion in this matter is that the reported issue was caused by a faulty standby valve. H3 other text : 4114.

Event description:
Manufacturer ref.#: 387542.